Manufacturer narrative:
Patient medications include but are not limited to: beta blockers, ace inhibitors. Corrected/additional information: according to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to: aneurysm expansion.

Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu343410, tgu343415. Patient medications include but are not limited to: the information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. (B)(4). The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: reoperation

Event description:
The patient referenced in this event file is enrolled in a (B)(6) dissection project. The purpose of this post-approval surveillance, using the (B)(6) registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the (B)(6) dissection project and the below information involves a patient treated with an endovascular gore® device. On or about (B)(6) 2013 this patient underwent emergent endovascular treatment for a thoracic aortic aneurysm due to a dissection that extended from zone 3 to zone 11. The maximum aneurysm diameter measured 44mm, with the maximum diameter being in zone 4. The patient was asymptomatic and presented urgently. The patient was implanted with five conformable gore® tag® thoracic endoprostheses (tgu343410 (proximal zone 3), tgu343415 (proximal zone 2), tgu373710 (proximal zone 2) tgu373710 (proximal zone 1) tgu404010 (proximal zone 0). The maximum total aortic diameter within the diseased segment being treated was reported to be 44mm. The patient tolerated the procedure and was discharged to home on post-operative day (pod) 30. On unknown pod 29 the ltf maximum diameter within the treated aorta was reported to measure 50mm. On unknown pod 388 the ltf maximum diameter within the treated aorta was reported to measure 53mm. On unknown pod 1148 the ltf maximum diameter within the treated aorta was reported to measure 58mm. On unknown pod 1494 the ltf maximum diameter within the treated aorta was reported to measure 56mm. No reinterventions have been reported for the patient. Further investigation was not possible as this is a double blind study and identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.